Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to pair with their mobile application. Further investigation revealed that the patient's ICD was exhibiting a bluetooth telemetry malfunction. No intervention was performed. There were no patient consequences.